Event description:
Patient contacted dexcom technical support on (B)(6)2015 to claim no output on (B)(6)2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.